Manufacturer narrative:
Investigation: the complaint of the z6ms temperature error was investigated. The transducer was returned, and testing was performed for the failure mode of temperature error message. The most probable cause for the complaint was due to a gastro flex thermistor trace crack and open from insufficient gastro flex reliability; this is issue is related to design. Through a corrective and preventive action (CAPA), the gastro flex thermistor trace width tolerance was widened, and the cable assembly design and gastro flex stiffener was change through an engineering change order. This defect in this complaint occurred prior to the CAPA.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the patient was already under anesthesia and on the table undergoing a transesophageal echocardiography (tee) procedure. When the doctor was performing transesophageal echo-trans-gastric views, the transducer displayed a temperature error message. The doctor unplugged the transducer and plugged it into another port to continue and complete the tee. Additional report stated that the system locked up the keyboard so the doctor was unable to document the aorta. The system was not rebooted and the procedure was not repeated. There was a minimal delay in completing the procedure. There was no patient adverse event reported. No additional information was provided.